Manufacturer narrative:
Result: power entry module.

Event description:
It was reported by service report that there is a broken power entry. It is unk if there was pt involvement or if there are adverse consequences to report.